Event description:
"A tube was stuck in the clean flash, which made the slit at the tube of the transfer set. The transfer set had been in place for 60 days." No pt injury or medical intervention was associated with this incident.